Event description:
The customer stated that he was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 242 mg/dl. The customer stated that he changed the infusion set twice prior to the event. Troubleshooting was performed, and the insulin pump passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.